Event description:
It was reported that during a pre-delivery check-in, in a getinge authorized distributor's warehouse, the cardiosave intra-aortic balloon pump (iabp) generated a message of "power up test fail code #6". The iabp unit also failed the touch screen calibration in service mode. This is an out of box failure. There was no patient involvement, and no adverse event reported. ***after further review, it has been determined that an initial emdr for this complaint was incorrectly submitted. The reason being is that the reported issue occurred as part of the expected installation process, making this issue non-reportable. Consequently, a follow up emdr is not required as the case was reported in error.

Manufacturer narrative:
***After further review, it has been determined that an initial emdr for this complaint was incorrectly submitted. The reason being is that the reported issue occurred as part of the expected installation process, making this issue non-reportable. Consequently, a follow up emdr is not required as this case was reported in error.

Manufacturer narrative:
The DHR has been requested and will be reviewed upon receipt. A supplemental report will be submitted when additional information is made available.

Event description:
During pre-delivery check in warehouse power up test fail code #6" generated on the cardiosave intra-aortic balloon (iabp) . The unit also failed touch screen calibration in service mode. This is an out of box failure. There was no patient involvement.